Event description:
It was reported that a patient underwent an unknown robotic procedure on (B)(6) 2025 and barbed suture was used. During the procedure, sutures broken while robotic surgery. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint #: (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were there any patient consequences? When did the suture break (in the package, during removal from the package, during handling prior to using on the patient, or during use on the patient)? Can you identify the lot number of the product used? Please provide the title of external person providing answers to follow-up (e.g. Nurse, surgeon, risk manager) please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. Additional h11: was surgery delayed due to the reported event? Unknown, was procedure successfully completed? Unknown, were fragments generated? Unknown, if yes, were they removed easily without additional intervention? Unknown, patient status/ outcome / consequences, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study: unknown, (B)(4), device property of: none, device in possession of: none. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available.